Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump had a plunger sensor error. There was no reported adverse event.